Manufacturer narrative:
The insulin pump act, esc and down arrow buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. We were unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify alarm, off no power alarm due to button keypad anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an off no power alarm. The customer's reading was unknown. The customer also received an spi to motor pic communication error alarm. Customer reported a keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.